Event description:
Patient had the device implanted on (B)(6) 2021. The patient is extremely satisfied with the device but stated several complaints from the early stages of the healing process, including 'crooked' curvature, pain, stiffness, and discomfort with the jp drain.

Manufacturer narrative:
The patient is extremely satisfied with the device. These complaints are from his initial healing from the procedure in 2021. The patient had the device implanted on (B)(6) 2021. On (B)(6) 2021 the patient came in for his first post-op appointment and rated his pain to be moderate (5/10). The dressing was removed and the wounds were clean, dry and intact. The penis was healing well with no edges. The implant was positioned well. There were no signs of inflammation and swelling. The patient returned on (B)(6) 2021 for his second post-op appointment. The drain was active and clean, and the implant was positioned well. There was no inflammation or swelling. The patient returned on (B)(6) 2021 for drain removal. The dressing was removed, and the wounds were clean, dry and intact. The drain was active and draining clear fluid. The drain was removed, and the patient tolerated that procedure well. The device is still implanted in the patient. The patient stated he experienced pain for 6-8 weeks after the procedure. He stated he had decreased mobility initially after the surgery. The patient stated at an unspecified time after the procedure, that his penis was 'crooked' and to the right. The patient visited the physician, and the physician adjusted the implant that day. This complaint did not occur again. The patient had some discomfort with the jp drain but felt relief immediately after removal. He also stated the implant was stiff at first but settled in 'perfectly' during the healing process. The patient also stated that he had lacked confidence and self-esteem since middle school, but now after the procedure, his confidence is '1000/10'. He also stated it was the best decision he has ever made and loves his body more than ever. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Pain is a common and anticipated event in any surgical procedure. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k)-process lists curvature and pain are anticipated adverse events.